Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed to be an internal leak. Test strips were not used to confirm the leak. The machine leak detector alarmed immediately. Estimated blood loss was 25cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set up on a different machine. Sample is available for manufacturing evaluation and has been requested.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.